Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on a dimension exl 200 instrument. The discordant result was reported to the physician(s), and the patient was transferred to a hospital. Based on the troponin result, the patient underwent a cardiac catheterization. The patient was tested for troponin at the hospital, resulting negative. The customer repeated the original sample on the same instrument and sent the sample out to another laboratory; both resulted slightly lower but comparable to the initial result. It is unknown if the corrected result was reported to the physician(s). There are no reports of adverse health consequences due to the discordant, falsely elevated troponin result.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). After evaluation of the instrument data, no instrument issues were identified. Quality controls were within range and no other samples were impacted. When the sample was repeated in another laboratory, the value was comparable to the initial elevated result. The cause of the discordant, falsely elevated troponin result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.